Manufacturer narrative:
UDI not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: clinical engineer. Name: (B)(6). The actual sample was received for evaluation. Visual inspection revealed that the lock adapter had come off the male connector of the sampling system. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adapter. The outer diameter of the rib of the male connector, and the inner diameter of the lock adapter were measured, and compared to those of a current product sample. No difference was observed between them. The surface of the male connector was subjected to elemental analysis with sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed presence of si, which is likely to be derived from the silicone applied to the switch cocks of the sampling system in the manufacturing process to improve the lubricity of them. Reproductive testing was performed, and silicone was applied to a male connector of a factory-retained sampling system, then a female connector was attached to it and a lock adapter was tightened up. As a result, the lock adapter came off the male connector. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the silicon, which is applied to the switch cocks of the sampling system to improve the lubricity, was transferred to the male connector part due to some factors. Afterward, the lock adapter, when re-tightened, may have got over the rib on the male connector in lubricated state and came off. From the available information including the state of the actual sample, however, it could not be clarified when exactly the transfer of silicone to the male connector occurred. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. During preparation of oxygenator, the lock adapter came off the male connector of the sampling line. It was changed out. Backup parts bph22401 (200526) had been ready to use. The lock adapter also came off; it returned to the original state by having been pushed, and this time it was used. The patient was not harmed.